Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that hedstroem m-access 21mm 020 file broke during use. No injury occurred has been reported. The outcome of the broken part being retrieved is unknown as of this MDR and additional information has been requested.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The batch number is known, certificate of conformity is available. No relevant information was found during DHR review (no nonconforming material report issued during manufacturing or packaging processes). Root causes are not identified. For information, this is the first complaint received involving this batch number for this issue. Summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.